Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site on 02/16/2009 and performed troubleshooting. The fse found several hardware issue. The peri-pump tubing was worn and the aspirate probes were dirty. The fse replaces all pump tubing in the fluidics drawer and the aspirate probes. The fse verified the instrument's performance by running a qc check and all qc tests passed. Although, these measures resolved the problem, a clear root cause was not determined. This is one of two medwatch reports being submitted since two results were reported out of the lab related to this event. The other related medwatch has report number 2122870-2011-06171. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
A customer reported to backman coulter, inc. (Bci) that they obtained erroneously high tsh (thyroid stimulating hormone) results on their unicel dxi 800 access immunoassay system and the results were reported out of the lab. Prior to the event, the qc (quality control) results were run three times; earlier in the day, 2 levels of qc were out of spec and later in the day all three levels of qc were within spec. The system check was within spec. When a physician questioned the high tsh results, the lab re-ran the pt samples on the lab's back-up access analyzer instrument. The results were found to be lower and within the normal reference range. Two pt results were reported outside of the lab. The customer provided the two pt results. There was no report of death or serious injury or any change to pt treatment associated with this event.